Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received: one infusomat space, 8713050, serial no: (B)(6), with software version 686l030003. The history files were read out and analyzed. The customer specified (B)(6) 2025 as the date of the incident. The last stored therapy entries are only until (B)(6) 2025. Thus, it is not possible to analyze the history of the reported day of occurrence. The last performed therapy from (B)(6) 2026 was analyzed. A space line was selected at 11:50 and the infusion started with a rate of 260 ml/h at 11:51. The vtbi was set to 520ml. At 13:47, the therapy was terminated by vtbi near end alarm. A total of 518,12ml was infused. During the analysis of the device history, no anomalies could be detected. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the infusomat space, all cover caps on the screw pillars on the lower housing part as well as the production seal were available and undamaged. The device showed age related signs of wear and tear, but no damages could be found. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -0,25 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were check according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled, and the inside was investigated. Inside the device there could be found small hints of dry liquid. No other visible damage was found. The defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "after 4 pm, I started parenteral nutrition for 16 hours according to the doctor's order. At 7 pm, the pump indicated the end of the infusion."